Manufacturer narrative:
Corrections: please refer to section d9 the device was not returned. The plate was not returned for evaluation as it has been according to the received information properly implanted. The reported event that a fragment of plate detached could not be confirmed because the evaluation of the received picture and of the returned screw has shown that the reported fragment came from the screw and not from the plate. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported the following: "I have been informed of an incident that occurred during the installation of a variax plate ref. 629284: a fragment of plate detached itself in the form of a thread during screwing, causing a wound on the surgeon's right hand. An accident due to exposure to blood and a work-related accident were reported."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported the following: "I have been informed of an incident that occurred during the installation of a variax plate ref.(B)(4): a fragment of plate detached itself in the form of a thread during screwing, causing a wound on the surgeon's right hand. An accident due to exposure to blood and a work-related accident were reported."